Manufacturer narrative:
The biomed customer called back and is reporting the v60 screen is blank after replacing the central processing unit (cpu) printed circuit board assembly (pcba). The rse advised the customer the unit should power on as expected. The tera term program is then utilized to program the serial # and power on hours. The biomed customer advised to recheck cpu board to confirm the boards are seated properly and the cables are connected. The biomed customer replaced the cpu pcba board and performed the restoration of the option codes to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is is showing back-up alarm failing when completing preop setup. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised that the recommended repair is to replace the central processing unit (cpu) board. Rse provided the customer with the part number for the unit's cpu board. The customer was then advised by rse to call back for restoring v60 purchased options. The customer decided to act on the advice of the rse, ordered the cpu board, and is now waiting on the part to be delivered. The investigation is ongoing.